Event description:
It was reported that the patient with this pacemaker stated having device anomaly. The boston scientific technical services consultant advised the patient to reach out to the physician. In addition, the patient stated to call emergency hotline. As of this time, this pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Follow up report 2 (correction) this report is being submitted to update section b5 and h1. Follow up report 1 (additional information) this report is being submitted to update section b5 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported by the patient that this pacemaker was having a device anomaly. The boston scientific technical services (ts) consultant advised the patient to reach out to the physician. In addition, the patient stated to call emergency hotline. As of this time, this pacemaker remains in service. No adverse patient effects were reported. Additional information indicated that the patient had concerns of racing, fluttering, passing out and scared. Ts advised the patient to reach out the health care provider again. No additional adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported by the patient that this pacemaker was having a device anomaly. The boston scientific technical services (ts) consultant advised the patient to reach out to the physician. In addition, the patient stated to call emergency hotline. As of this time, this pacemaker remains in service. No adverse patient effects were reported. Additional information indicated that the patient had concerns of racing, fluttering, passing out and scared. However, it was not conclusive if the patient had a syncopal event. Ts advised the patient to reach out the health care provider again. No additional adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
Follow up report 1 (additional information) this report is being submitted to update section b5 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.